Event description:
(B)(4), case subject: npi 8100 error 240.4150, account name: (B)(6) hospital ((B)(6) hospital). Account #: (B)(4), asset name: 8100 pump module v8.5.29.0, contact: (B)(6), contact phone: ((B)(6). : patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) reported error 240.4150 on lvp8100. He did not have system maintenance program available to perform analog sensor test at the time. Case resolution: recommended (B)(6) to replace bottle side pressure sensor. Assisted with a part number. Terrence will replace bottle side pressure sensor.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported error 240.4150 on lvp8100. He did not have system maintenance program available to perform analog sensor test at the time. Technical support - recommended to customer to replace bottle side pressure sensor. Assisted with a part number. Customer will replace bottle side pressure sensor. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended to customer to replace bottle side pressure sensor. Assisted with a part number. Customer will replace bottle side pressure sensor. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #pa-2014-0026 for lvp pressure sensor. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error code 240.4150. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error code 240.4150. There was no patient involvement.